Event description:
It was reported by the patient's spouse that the patient died suddenly eight days after the implant of a cardiac resynchronization therapy defibrillator (crt-d) system. The spouse stated that the device never shocked the patient. A cause of death has been requested and not received.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Received the implant records for this patient from the cardiologist's office. No information regarding the death has yet been provided. The patient tolerated the procedure well. Function of the system was normal. The indication for the device included heart failure and vf/vt. The patient had a known occlusion of the left upper extremity venous system. The procedure was uncomplicated. The patient was discharged to home the next day. Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Received the implant records for this patient from the cardiologist's office. No information regarding the death has yet been provided. The patient tolerated the procedure well. Function of the system was normal. The indication for the device included heart failure and vf/vt. The patient had a known occlusion of the left upper extremity venous system. The procedure was uncomplicated. The patient was discharged to home the next day. Analysis of the leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.